Manufacturer narrative:
Insulin pump was received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test due to blank display. Unit was received with moisture damage on motor, vibrator, keypad, and battery tube assembly. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. Customer's blood glucose level was 267 mg/dl. The customer treated his blood glucose level with a manual injection. The insulin pump was completely off. The insulin pump was exposed to moisture. The insulin pump was vibrating without an alarm or alert and had a constant tone. The insulin pump's display went blank immediately after insulin pump exposure to moisture. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.